Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer ring, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Cosmetic damage was confirmed for cracked reservoir ring. Device passed required testing. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at battery side. The retainer ring had no damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.